Event description:
Event description: it was reported during an atrial fibrillation case, a pericardial effusion was noticed. At the beginning of the procedure, a small pericardial effusion was discovered but they continued with ablation. There were no issues during ablation throughout the procedure. At the end of the procedure, they noticed the pericardial effusion got larger. The pericardial effusion was confirmed by intracardiac echocardiography (ice). The medical intervention provided was pericardiocentesis. The patient was reported to be in stable condition but was admitted to the hospital for monitoring. A competitor pulsed field ablation (pfa) farapulse system was used for ablation with the farawave catheter. An octaray catheter was used for mapping. The reporter did not provide the catalog and lot number of the catheter and the details were unknown. It was reported that the physician did not mention what they thought caused the pericardial effusion. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).